Event description:
The customer reported that the system would not power on. The amo field service representative noted that while servicing the system the computer emitted a loud noise and smoke was observed coming from the computer power supply.

Manufacturer narrative:
The amo field service representative evaluated the system at the customer location and verified the system would not turn on and observed smoke coming from the power supply. Field service replaced the computer and verified the system was operational to specifications following repair. All pertinent information available to amo has been submitted.